Event description:
It was reported that 12 days post-implant the patient experience chest pains and shortness of breath. Echo revealed pericardial effusion. The lead perforated the rv apex. The lead was replaced. No further information available.

Manufacturer narrative:
Na